Manufacturer narrative:
H3: no device sample was received for evaluation. Three photos and two videos were reviewed as part of the complaint investigation. Based on the images provided, particulate matter was observed within the fluid path, and the reported failure mode of particulate inside the fluid path was confirmed. A review of the reported lot number identified no complaints documented for this lot. If a sample is received, the complaint will be reopened for further evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that cassette exhibited hair inside the package. There was no patient involvement, no injury was reported.